Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: during placement of a celect-pt filter from jugular approach the filter legs twisted. Due to patient being unstable a retrieval attempt was unsuccessful, but the twisted filter was retrieved a few days later and another filter was successfully placed. The celect-pt filter was returned and a secondary filter leg was found crossing a primary filter leg. However, the filter legs could be repositioned without difficulty with the filter gaining its normal shape. A single fluoroscopic image demonstrates a celect platinum ivc filter with the primary legs in a twisted configuration. Several of the secondary legs are opened normally, but a few secondary legs also appear entangled with the twisted primary legs. The primary legs are twisted approximately 7 mm from the feet. The tines of the primary filter legs are directed towards each, instead of outwards. There is no tilt or other abnormal configuration of the filter. The filter was deployed with a twisted configuration, with the primary filter legs overlapping approximately 7mm from the filter feet, resulting in the anchoring tines pointed inward instead of towards the wall of the ivc. There is no discussion as to why the filter was detached from the deployment sheath in this configuration. If the operator noted this configuration, the filter should not have been detached from the deployment system. The celect pt uni was deployed from a jugular approach, which means the filter had to be loaded into the deployment system. There is no discussion regarding the process of loading the filter in the deployment system and if the filter was spun, or twisted in the deployment sheath, as this is the most likely event that occurred to result in this configuration. The filter was left in the patient in this configuration because the patient was too unstable to undergo a filter retrieval at the time of deployment. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during deployment of cook celect platinum® vena cava filter jugular approach (filter twisted). Upon full deployment, it was found out that filter legs were somehow twisted. During retrieval to remove twisted filter (patient was unstable) tachycardia. Finally twisted filter left inside the patient and patient was transferred back to the original hospital (the patient had been transferred from the original hospital to the hospital where the incident occurred). Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.